Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call they had air bubbles. The blood glucose at the time of the incident was unknown. Mother reported the enlite reflected blood glucose of 63 mg/dl and 163 mg/dl after testing. She mentioned that in the middle of the night the blood glucose was 300 mg/dl, but treated with a manual injection. The following morning she changed the set and experienced air bubbles in the reservoir. Troubleshooting was not performed, because mother did not request it at the time. The device will not be returned for analysis.